Event description:
It was reported to philips that the battery (s/n (B)(4)) was not recognized by the device. The battery reflects it is fully charged and the customer has tried it in multiple units but the problem persists. There was no reported patient or user involvement and no adverse patient/user impact.